Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/25/2021.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that the protective patient line cap of that both returned samples were disconnected or missing. The reported condition was verified. The cause of the reported condition could not be undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, further described as "within the past couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap on (2) amia automated pd cycler sets "fell off"; one (1) patient line cap fell off in the packaging and 1 patient line cap fell off while the patient was removing the cassette from the individual packaging (overpouch). This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.